Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer. Reportedly, customer reported the issue was resolved during call and declined further trouble shooting.